Manufacturer narrative:
The customer's report of a bulge in the silicone segment was confirmed. Visual inspection showed that the silicone segment tubing had a slight bulge/balloon just below the upper fitment. Functional testing was performed; no issues were observed with flow. Ballooning was replicated during additional testing by administering an IV push without occluding the tubing above the injection port. The root cause of the balloon/bulge in the silicone segment was an IV push or flush being executed below the pump without first clamping the tubing above the injection port.

Event description:
Received a copy of the customer's sus voluntary event report from the FDA which states, "alaris tubing is ballooning up. Causing pump to malfunction and start alarming. This has been reported over 3 times over the last month. Problem has been reported to mfg."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they noticed the silicone segment had ballooned out while infusing levofloxacin on a patient . There was no patient harm.